Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving dilaudid 15mg/ml at 7 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient experienced a loss of therapy. A dye study was performed and could not determine the catheter location. The results were inconclusive. On (B)(6) 2015, a catheter revision occurred because they thought "something was wrong with it due to how old it was." The catheter was determined to be "broken" in the spinal segment. Treatment was resumed after the revision. If additional information becomes available, a follow-up report will be submitted.